Manufacturer narrative:
Manufacturer reference: (B)(4). Post market vigilance (pmv) led an evaluation of one device this evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use.

Event description:
According to the reporter: the blunt tip trocar was not holding air. The device was used in the patient. There was no delay in surgery time of over 30 minutes.